Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar mode. The healthcare professional (hcp) requested a review of device data to confirm the operation of the pacemaker. Upon review, it was noted that stable impedance until lss. Episodes of oversensing and noise before the lss were observed. Pacing inhibition greater than 10 seconds was also observed, however, the patient has a consistent underlying rhythm. An x-ray was performed and the rv lead was observed fine. Post lss the lead impedance was in range. The plan is to see the patient the next week and further evaluate. Currently, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar mode. The healthcare professional (hcp) requested a review of device data to confirm the operation of the pacemaker. Upon review, it was noted that stable impedance until lss. Episodes of oversensing and noise before the lss were observed. Pacing inhibition greater than 10 seconds was also observed, however, the patient has a consistent underlying rhythm. An x-ray was performed and the rv lead was observed fine. Post lss the lead impedance was in range. The plan is to see the patient the next week and further evaluate. Currently, the product remains in service and no adverse patient effects were reported.